Event description:
The patient had medication adjustments of zyprexa, celexa and ativan. The pump therapy was suspended on (B)(6) 2011 and resumed on (B)(6) 2012.

Event description:
It was initially reported that the patient was hospitalized secondary to anxiety and it was thought to be attributed to the patient's psychiatric medications rather than the intrathecal prialt. Drugs delivered via the device were prialt, compounded baclofen and bupivacaine. It was later reported that patient experienced baclofen withdrawal, especially altered mental state. Intrathecal therapy was suspended on (B)(6) 2011, and baclofen was administered via nasogastric tube. It was further noted that patient experienced delirium secondary to prialt, encephalopathy and changes in mental status/behavior. Medical intervention included administration of zyprexa, celexa, ativan. A full neurodiagnostic assessment was done on (B)(6) 2011 and noted to be essentially normal. Patient outcome was noted as resolved without sequel as of (B)(6) 2011.

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2007, explanted: unk; ptm (patient therapy manager) programmer model: 8832, serial #: (B)(4).